Event description:
Additional information received from a manufacturer representative (rep). It was reported the rep met with the patient and attempted a prm. The clinician programmer would not communicate with the ins. An antenna locate was done and achieved the highest rating of 86. A prm was then successfully started. After one cycle, the recharger screen showed normal recharging. The highest coupling achieved was 5 bars. The por message was cleared. The issue was resolved. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they had not yet met with the patient to attempt a physician mode recharge (pmr). They were scheduled to meet (B)(6) 2019 and due to scheduled conflicts, they were meeting on (B)(6) 2019. Additional information as received from the rep on (B)(6) 2019. The rep reported that the patient cancelled the meeting due to a sick child. The rep reported that the patient would like to meet at her next appointment on (b0(6) 2020. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2020-feb-07 from the manufacturer representative reporting that they met with the patient on (B)(6) 2020. At that appointment the patient confirmed that the stimulator was charging and working great. There were no further complaints of the battery getting warm/hot. The cause of the initial warmth was not known. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient¿s ins had been dead for a few months now. The rep reported that the patient was unsure of the exact timeframe of it being depleted. The rep reported that the patient had some trouble charging her device. The rep reported that before the patient noticed the charging issue, she noticed that the area around the implanted battery would ger very warm and felt hot. The rep reported that the patient felt this during charging. The rep reported that there were no falls, injuries or weight gain/loss that could had led to the issue. The rep reported that the patient didn¿t have time today to stay after her appointment to attempt a physician mode recharge (pmr), so the rep scheduled a meeting on (B)(6) 2019 for the pmr. The rep reported that once the pmr is complete and normal recharging occurs, they would reassess the issues of charging and the battery warming. No further complications were reported.